Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. Two different programmers were tried, and the field representative performed a magnet reset twice, without success. The device beeped 14 times, which was not expected. The device was therefore explanted, replaced, and returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been received, pending analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this device could not be telemetered nor responded to magnet application. The device case was opened, and the current draw was assessed. The current draw was 2.3 ma between the constant reset cycle. An oscilloscope confirmed that the crystal was not oscillating. A function generator was set to the crystal and when turned on the device immediately went to normal function and current draw. When the function generator was turned off, the device operated in a looping reset. This behavior is consistent with shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit.

Manufacturer narrative:
(B)(4). The device has been received, pending analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. Two different programmers were tried, and the field representative performed a magnet reset twice, without success. The device beeped 14 times, which was not expected. The device was therefore explanted, replaced, and returned for laboratory analysis. No additional adverse patient effects were reported.